Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was able to properly detect and treat. However, upon evaluation, the monitor failed pulse testing after pld programming. The cause of the pulse test failure is a defective u1003 pld component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed pulse testing. The last patient to use this monitor did not report any deficiencies.